Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for the investigation; however, a video was provided. The video was examined, and the reported issue was confirmed, a leak was detected at the bottom of the bag. The root cause was determined to be associated with the manufacturing/production process. A corrective action is not applicable at this time as a trend has not been identified over the last two years. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set presented filtration on the package site during priming. There was no patient involvement therefore, no patient injury, medical intervention or adverse reactions were associated with this event.